Manufacturer narrative:
It was stated that the implant failed to osseointegrate. The implant was placed in a previously grafted tissue, but was explanted after failing to integrate. No serious injury was reported to the patient and the patient successfully received another implant at a later date. The DHR was reviewed based on the provided lot number and no discrepancies were noted in the processes involved in the manufacturing of the implant itself. The complaint part is yet to be returned for investigation. A follow up report will be provided upon completion of the evaluation and investigation of the returned part. However, failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the imlant failed.the implant was placed in an unknown tooth location on (B)(6) 2015 and eventually loss integration and was removed on (B)(6) 2016. There was general bone loss observed at the implant site along with granulated tissue. Also, it was stated by the doctor that the implant site was infected. However, no serious injury or any other adverse events were reported to the patient. Also, the implant was placed in a previously/ simultaneously grafted tissue. The patient's condition is reported to be satisfactory and it was stated that he received a replacement implant at a later date.

Manufacturer narrative:
Corrected: section b1: this information was omitted at the initial submission. Section d4: this information was omitted at the initial submission. Section h1: this information was submitted incorrectly at the initial submission. Section h4: this information was submitted incorrectly at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned part was confirmed to be a hahn tapered implant ø4.3 x 10 mm by using the radiographic template. The implant also had a cover screw on top. No defects or abnormalities were observed. There was no defect or non-conformity observed and the threads were intact.. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.